Event description:
Bottom two screws have backed out of a two-level blue ridge plate approx six months post-operatively. The pt is being monitored by the surgeon and has not been revised.

Manufacturer narrative:
Though no injury to the pt has been reported, the incident is being reported as a precaution based on expert opinion from our medical director that there could be the potential for an injury to the esophagus.